Manufacturer narrative:
The failure monitor was returned to mindray(B)(4) office, the inspection results indicated that the power inverter of the device was burnt. The monitor was replaced with new power inverter and performed 7 x 24 hours long run test. It's working properly and no other abnormal was found.

Event description:
Customer reported the pt room number 205 monitor got burnt (visible smoke) and then switched off. The hospital confirmed the detachable transport module was functional. No pt was dead or injured.